Event description:
It was reported that the iler user received a ¿change insulin set¿ alert after replacing the infusion set without performing the cannula fill, and the agent provided education on correct supply change steps and confirmed that glucose values were unaffected. There were no reported adverse clinical effects. Outcomes included no health consequences. Investigation included troubleshooting with user education and review of use steps. Investigation of this case revealed user error related to incomplete setup steps for the infusion set, which led to the alert without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.